Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported patient was hospitalized with ketoacidosis. Caller stated patient had blood glucose level of 389 mg/dl; was treated with intravenous insulin in the hospital. Caller alleges pump did not work properly; no specifics were provided. Requested return of the alleged device for evaluation.